Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation purposes. Visual and functional tests were performed and the reported condition was confirmed. A luer could not be connected to a female luer of the bag. The luer thread was measured from the inside and it was noticed that it was not 6% taper as per specification. Visual inspection of the inside of the luer determined that there was excess material. A batch review was performed on the reported lot and no deviations were found. Baxter conducted a trend review and similar reports were not received for the reported problem. The female connectors reported in this complaint are purchased from an external supplier. Baxter shall keep monitoring these events during quality reviews.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a 2000ml eva tpn container where the connection thread was defective. The incident was noticed after filling the bag with intrafusin. There was no patient involved. No other information is available.